Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this brady lead was attempted at implant. Upon connecting this lead to the header of the device, noise, oversensing, and pacing inhibition was observed. Troubleshooting with the lead and device was unsuccessful, and when tested with a pacing system analyzer (psa), noise continued to be observed. When removing the lead, it was noted that the lead helix would not retract. The physician decided to rotate the lead body counter clockwise to remove the lead. The lead dislodged and was removed from the body while rotating counter clockwise. The lead was explanted before pocket closure, and a new lead was successfully implanted. No adverse patient effects were reported.